Manufacturer narrative:
(B)(4).the device has been requested but has not yet been received yet at baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative contacted baxter to report an intermate that had leaked from the winged luer cap. The event occurred before patient use. The device contained 90 milligrams of pamidronate in 250 milliliters of 0.9% sodium chloride. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.